Manufacturer narrative:
(B)(4)

Event description:
It was reported that post device explant the patient complained about general discomfort. A stat echocardiogram was performed and a pericardial effusion was observed. Pericardiocentesis was successfully performed and patient monitoring will continue.